Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure with the 190cm ht balance middleweight (bmw) universal ii guide wire (gw) hydrophilic coating was noted to disappear too quickly, with only 2 or 3 insertions, during advancement. Resistance was noted with an unspecified guiding catheter during advancement and removal. The wire became bent and it lacked support, was too soft. A stent delivery system (sds) also had resistance during advancement over the guide wire. The gw felt resistance during withdrawal with the guiding catheter but was removed independently and was replaced by a second bmw gw. There were no adverse patient effects and there was a delay in the procedure, but there was no harm to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A cine was received and reviewed: the reviewer concluded the following: ¿it was reported that a ht bmw universal ii guide wire (gw) lost its hydrophilic coating on 2 to 3 insertions, where the account noted resistance within the guide catheter (gc), causing the gw to lose support from the lack of coating, causing a stent delivery system (sds) to reflect resistance upon advancement over the gw. It was reported the gw was then bent from the resistance of the attempt to deliver the sds. The sds and this wire were removed and replaced with a second ht bmw universal ii. The report indicates the polymer is still intact on the gw and is not left in the patient. There is conflicting information in the report where the reporting representative stated the gw in question was ¿stuck¿ inside versus just having resistance in the gc upon insertion of a balloon catheter versus an sds. The media associated with this complaint shows a video of a clinician with a gw, running their right hand across the wire, pulling on the gw from their left to right, as they hold part of the gw with their left hand. I assume they are trying to point out how the gw feels but I cannot confirm what they are saying in a different language that I do not understand. There appears to be another gw on the sterile field within this video, but it is unclear if that is also the same gw or a different gw. With this media, it does not clearly point to a malfunction with the device, nor does the media confirm the event. With the information and media provided, I cannot come to a probable cause of the event in question." The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing or removing a catheter/stent delivery system (sds) over the guide wire include, but are not limited to, inner diameter of the catheter/sds, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter/sds or guide wire. In this case, it was reported that the guide wire became bent. Bends on the wire would impact its clearance with the catheter, contributing to resistance. A bend on the wire would also impact the rigidity of the wire, contributing to reduced support; however, because the device was not returned, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: h6- medical device problem code: code 1454 peeled / delaminated was removed.